Event description:
Report 1 of 2 received of a tubing separation. The patient was receiving either an antibiotic or a steroid solution via an imed pump. The extension set was connected to the imed tubing proximal and to the patient's right internal jugular vein distally. Reportedly, the patient felt a "wet feeling" and called the nurse. The nurse reported that the male adapter had separated from the tubing. The nurse estimated that the patient has lost approximately 100ml of blood. Blood was reported to be on the patient's sheets and on the floor. The extenstion set was replaced and the solution infusing was resumed. The patient did not experience any advere sequalae. Though requested, no further information was provided.